Manufacturer narrative:
Date of report: 14nov2018. Date of manufacturer: 13nov2018. The gas delivery system was returned to philips for evaluation. Physical damage to a component of the airflow sensor was suspected due to customer report of a dropped unit. Replacement of components of the airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in a component of the airflow subsystem.

Manufacturer narrative:
(B)(6) 2018, (B)(6) 2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the gas delivery system to address the finding and installed a rear bezel provided by the customer. The device passed performance verification testing.

Event description:
It was reported that the ventilator was dropped causing physical damage. After the customer made repairs (front panel and data acquisition board were replaced), the ventilator gave a recurring 1203 (low leak-co2 rebreathing risk) error code. There was a problem with the flow reading and no tidal volume. There was no patient involvement. The event date was not specified; estimate used.